Manufacturer narrative:
Related manufacturer's reference number: 2916596-2022-15683 (onset of driveline damage and infection). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2022. The patient had irreversible driveline damage and an existing driveline infection. There was no signal or communication when the patient was connected to a system monitor. The patient was not reconnected to a system controller once the pump was off for over half an hour. The patient was on inotropes and was transferred to a different hospital where the patient underwent a heartmate ii to heartmate 3 pump exchange due to the driveline damage on (B)(6) 2022. The outflow graft of the heartmate ii was adhered to the right ventricle. The outflow graft was removed entirely, which may have influenced right heart failure. Related manufacturer's reference number: 2916596-2022-15676 (heartmate 3 post exchange).

Manufacturer narrative:
Manufacturer's investigation conclusion: although an image confirming driveline damage was submitted by the account, the extent of the damage to the driveline wires could not be identified due to the quality of the image; therefore, it is unknown if the observed damage resulted in the reported pump stop. Additionally, no log files were able to be provided for review. A specific cause for the patient¿s driveline infection could not be conclusively determined. The reported adherence of the outflow graft to the patient¿s right ventricle could not be confirmed as no images regarding this observance were provided by the account. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established. The account reported that the patient presented on (B)(6) 2022 with a severely damaged hmii driveline as well as an existing driveline infection. The pump was reportedly stopped for over half an hour and the patient was not reconnected to a controller. The submitted image captured an external portion of the patient¿s driveline. Apart from the controller connector bend relief, the silicone jacket was not present and the bionate cover was completely exposed. Damage to the exposed bionate cover was noted adjacent to the terminus of the controller connector bend relief. The underlying wires were also partially visible in this location; however, the extent of the damage to the wires could not be identified due to the quality of the image. The patient was reportedly kept on the ward, on inotropes, and was eventually transferred to another hospital where he underwent an hmii to hm3 pump exchange on (B)(6) 2022. It was reported that the patient developed right heart failure on (B)(6) 2022 but remained stable on inotropes. Additionally, during the surgery, the hmii outflow graft was observed to be adhered to the right ventricle. The graft was completely removed which was thought to have contributed to the right heart failure. Additional information regarding the patient¿s driveline infection and right heart failure was requested; however, no further information was disclosed by the hospital. Heartmate ii lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists infection and right heart failure, as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Additionally, this section cautions that the sealed outflow graft must not be positioned where it could abrade against a pump component or body structure. Section 6 of the IFU lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 6 of the IFU cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the communication error was not resolved because the communication conductors in the driveline were damaged.